Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with pocket erosion. However, due to the patient's age, system removal will not be performed. Instead, the therapy will be turned off, and the condition will be monitored. There were no additional adverse patient effects reported. This crt-d remains in service.